Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Additionally, this is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ¿mandibular line, marionette and pre auricular area¿ with 0.5ml bilateral of juvéderm® volux¿ and in the ¿peribucal¿ with 1ml of juvéderm® volift¿ with lidocaine. The patient concomitantly takes spiraxin. Ten days post injections, the patient ¿wakes up with inflammation in the right mandibular line and mild pain. Three days after, the inflammation goes down spontaneously and the contralateral side gets swollen, with edema and external erythema.¿ one month after the first inflammatory process, the patient goes to the clinic, ¿observing increased in the volume, local warmth, induration and mild pain to palpation in the bilateral mandibular line, more on the right side.¿ the patient was treated with ¿augmentine 500 mg every 8 hours and dacortin 15 mg per day.¿ symptoms status is unknown.